Manufacturer narrative:
The reported event of stylet could not be removed was confirmed. As received, a complete lead with stuck stylet was returned in one piece. Visual inspection found the ptfe coating of the stuck stylet was stripped and bunched with the inner coil at the distal end of the connector pin. The cause of the reported event was isolated to bunching of the stripped stylet ptfe coating inside the inner coil at the connector region.

Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for a scheduled procedure. It was noted that while implanting the lv lead, the physician had to use a lot of force to try to remove the stylet to the point that the end hub of the stylet came off. He then tried to remove it using forceps without success. The lead was not used and replaced. Th patient was stable.